Event description:
The hcp (nurse) reported the pt had a drug concentration change from 2000mcg/mlto 500mcg/ml and that no bridge bolus had been programmed. Two days later, the pt presented to the e.r. With overdose symtoms. The pump was stopped, was under medical care, and is now doing okay. The hcp planned to supplement the pt with oral baclofen and recheck the pt in a week. The nurse "preferred not" to give any further info.